Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n280352, product type: adapter. Product ID: 7482a40, serial# (B)(4), product type: extension. Product ID: 7482a40, serial# (B)(4), product type: extension. Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 30-jan-2015, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4); product ID: 7482a40, serial/lot #: (B)(4), ubd: 17-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient¿s battery, extensions, and pocket adaptor were removed due to an infection. There were no further complications reported.